Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. The patient had an aneurysm spurium after surgery. This was detected with ultrasound and then a compression bandage was applied for 18 hours. Bleeding after pressure bandage occurred, therefore a surgery was needed. The patient was harmed; there was a hematoma present. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient was reported to be in stable condition after the event. Additional information was received on 12jun2020. From the ps point of view, the puncture site was too high.